Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report bleeding at sensor insertion site. The sensor was inserted at abdomen on (B)(6) 2015. Patient reported active bleeding lasted for a few hours. Patient reported going to urgent care because bleeding would not stop. Patient reported urgent care nurse stopped bleeding by applying pressure and placing a band aid to insertion site. At the time of contact, the patient reported current condition as good. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).